Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted a loop of small bowel was densely adherent to the device. The surgeon was unable to free the mesh from the bowel and was forced to perform a small bowel resection to remove the mesh in its entirety. No additional information is provided.